Event description:
This pt was receiving 5 fluorouracil via a curlin 4000 ambulatory infusion pump. It was to be infused over 46 hours. The pump malfunctioned and reset itself to a variable setting instead of a continuous setting. The infusion went in two doses over 2 hours instead of 46 hours. The pt is following up with her physician daily and the pump has been guaranteed until the manufacture of the pump gets back to our company about the necessary steps to take. Labs are being followed daily until further notice per the doctor and further medical treatments are being overseen by the doctor as well. Dose or amount: 5 fluorouracil 4500mg, frequency: q 2 weeks, route: IV. Dates of use: (B) (6) 2010. Diagnosis or reason for use: colon cancer.